Manufacturer narrative:
Section d4, h4: additional information investigation summary: the report of low flows could not be confirmed. Although the submitted CT image appeared to show an area consistent with the reported obstruction, the presence of the reported fatty substance between the outflow graft and the outflow graft bend relief could not be confirmed through this evaluation. Furthermore, the report of the outflow graft bend relief being disconnected could not be confirmed through this evaluation. The submitted CT scan showed a partial obstruction of the outflow graft. The submitted CT scan showed an outlined area that appeared to correlate to the reported obstruction (see attached). The account reported that the patient had progressively increasing low flow alarms at home. The patient was seen in the clinic and was subsequently re-admitted for concerns of outflow graft obstruction. A cta was performed and revealed possible outflow graft obstruction/ thrombus proximal to the pump. The patient was returned to the operating room and the outflow graft bend relief was noted to not be fully connected. The surgeon noted fatty substance between the outflow graft and the outflow graft bend relief. The surgeon cleaned out the fatty substance, reattached the bend relief, and applied an outflow graft clip to the pump. No outflow graft twist was noted. The patient¿s low flows increased over 1 lpm from their baseline after the procedure. As of (b0(6) 2019, the patient was doing well. The patient remains ongoing on vad support. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. This section also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flows could not be confirmed. Although the submitted computed tomography (CT) image appeared to show an area consistent with the reported obstruction, the presence of the reported fatty substance between the outflow graft and the outflow graft bend relief could not be confirmed through this evaluation. Furthermore, the report of the outflow graft bend relief being disconnected could not be confirmed through this evaluation. The submitted CT scan showed a partial obstruction of the outflow graft. The submitted CT scan showed an outlined area that appeared to correlate to the reported obstruction (see attached). The account reported that the patient had progressively increasing low flow alarms at home. The patient was seen in the clinic and was subsequently re-admitted for concerns of outflow graft obstruction. A computed tomography angiogram (cta) was performed and revealed possible outflow graft obstruction/ thrombus proximal to the pump. The patient was returned to the operating room and the outflow graft bend relief was noted to not be fully connected. The surgeon noted fatty substance between the outflow graft and the outflow graft bend relief. The surgeon cleaned out the fatty substance, reattached the bend relief, and applied an outflow graft clip to the pump. No outflow graft twist was noted. The patient¿s low flows increased over 1 liter per minute (lpm) from their baseline after the procedure. As of 16oct2019, the patient was doing well. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 lvas IFU is currently available. The introduction of the hm3 IFU explains the pump parameters, including pump flow, pump speed, pulsatility index (pi), and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The hazard alarms sub-section of the hm3 IFU notes that ¿changes in patient conditions can result in low flow, such as hypertension.¿ the alarms and troubleshooting section explains all system alarms, including low flow alarms, and the recommended actions associated with them. The surgical procedures section of the hm3 IFU contains information on preparing the sealed outflow graft and explains how to attach the sealed outflow graft to the aorta. The attaching the sealed outflow graft to the pump subsection instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The de-airing the pump subsection explains that when the pump is in place and the sealed outflow graft anastomoses is completed, residual air must be completely evacuated from the device blood chamber prior to initiating device activation. When de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages into place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow and/or bleeding. Next, this section of the IFU instructs the user to visually inspect the bend relief to confirm that it is fully connected and seated to the sealed outflow graft. To confirm, try to unseat the connected bend relief from the metal fitting by gently pulling the bend relief back toward the anastomosis and then towards the pump. The bend relief should remain captured and move approximately 0.5 mm without disengaging from the graft. This section also cautions that care should be taken to ensure that the sealed outflow graft bend relief remains connected during sternal closure. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
H9 - z-1774-2018, fa-q124-hf-1. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of device: 2 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that progressively increasing low flow alarms were observed. Patient seen in clinic and subsequently re-admitted for concerns of outflow graft (ofg) obstruction. Computed tomography angiography revealed possible ofg obstruction / thrombus proximal to the pump. Patient returned to the operating room and ofg bend relief noted to not be fully connected. Surgeon noted fatty substance between ofg and ofg bend relief. Surgeon cleaned out the fatty substance, re-attached the bend relief and applied a ofg clip to the pump. No ofg twist was noted. Flow increased over 1 liter from baseline after procedure. Patient was reportedly doing well. No additional information was provided.